Event description:
A carefusion technical support representative received the description from this customer via phone. The reported problem was a transducer fault failure. No patient involvement reported.

Manufacturer narrative:
(B)(4). The main pcba was returned to carefusion for evaluation. The component has not been received at this time. A follow-up MDR will be submitted when the component is received and an evaluation is completed.